Event description:
The patient reported that the implantable neurostimulator (ins) was repositioned in 2014 after implant. The patient did not know the date or month but knew that it was shortly after being implanted. The ins was sticking out real bad and causing pain and reason they moved it from the back to the abdomen. It was noted that they had surgically repositioned the ins to resolve the issue. The patient could not remember the date or month of the surgery but it was noted that it was not long after they were implanted. Other relevant medical history includes non-malignant pain and failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.